Manufacturer narrative:
The insulin pump alarmed after battery change causing to reset pump due to faulty capacitor on the interface board. Unit passed all functional tests including displacement, prime, basic occlusion, occlusion, rewind and the excessive no delivery alarm test.

Event description:
Customer reported that she had low blood glucose due to her insulin pump over delivered the insulin. Customer stated that her insulin pump is malfunctioning because every time she changes her battery the insulin pump asked her to rewind and do a count down and over delivered. Nothing further was reported.